Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, unexpected restart error, and displacement tests. The unit also passed the self test. The following physical damage was noted: cracked casing at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that two weeks ago his insulin pump was not delivering insulin to him; his blood glucose exceeded 600 mg/dl and he went into a coma. The customer was treated via manual insulin injection. Information regarding the hospitalization had already been collected. The customer's current blood glucose without the insulin pump is 175 mg/dl. Troubleshooting was initiated to inspect the insulin pump and its treatment components. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was performed and the device failed; the test was repeated and the device failed again. The insulin pump was returned for analysis and a replacement device was sent to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.